Event description:
The customer reported a general concern that some pressure-rated extension sets spontaneously disconnected from patients' peripheral IV (piv) hubs while under pressure during CT contrast injection. The disconnects resulted in leaks. This occured a few times in the past few months. The customer suspects that the disconnects may be due to loose connections between the extension set male spin lock and the piv hub. There are no reports of delayed and/or interrupted CT scans. There are no reports of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.